Event description:
It was reported that the right ventricular (rv) lead exhibited diminished r-wave measurements. Chest x-rays were completed and showed that the rv lead position was stable. Subsequent device checks showed variation in r-waves. It was also noted that the patient has frequent premature ventricular contractions (pvc), and it was unclear whether the small r-waves were pvc¿s or true r-wave measurements. The lead remains in use. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 1699tc-52 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.